Event description:
Abc argon beamer bend-a-beam handpiece was open to sterile field and malfunctioned during surgery: stopped working. Unknown what caused or contributed to device failure. Another device was obtained and the case continued.